Event description:
The customer reported to olympus they received a b30 scope communication error on the evis exera iii xenon light source during preparation for use. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the alleged b30 error could not be reproduced. Additionally the evaluation found the front panel mouth and the lens base were damaged; the rear foot, rear panel, bottom chassis, first turret plate, and front panel chassis were bent; a bad scope socket with locking mechanism not protecting the pins; and the light intensity output of the olympus lamp measure out of range. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.